Event description:
Foley tray system 16 fr with temperature sensor not working. Can not get a temperature reading. We have pulled all product with lot number. This has happened on multiple cases in different rooms. Multiple cords have been used also.